Manufacturer narrative:
Product analysis: at analysis it was determined that the lower part of the display had two missing lines. This caused it to fail its incoming testing on display functionality. It was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for its preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.